Event description:
User opened the package and advanced the device to target area then completed first biopsy successfully, but detected the handle broken during needle retraction. User then changed to another same devcie to complete the procedure. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: (B)(4) unit of lot c2044279 of echo-1-22 was returned opened in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. On evaluation of the devices the following observations were made: device returned without needle handle and without stylet. Part of needle was observed coming out of inner handle, this was manually removed and observed to be broken within the inner handle. Sheath extender able to advance and retract without issue. Additional information was received which confirmed that c2044279 is the correct lot number following a discrepancy between the lot number on the packaging and the lot number on the tyvec pouch returned. Manufacturing records prior to distribution, all echo-1-22 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-1-22 of lot number c2044279 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: images received confirmed the handle to be detached. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the device being used in a torturous position or the endoscope being used in a flexed/twisted position. Consequently, it is possible that the device was over-torqued in this position causing the needle handle to detach from the rest of the device and contributing to the cascading effect of the needle, which was subsequently unprotected, breaking within the handle. Despite several requests for additional information this has not been forthcoming, if it is received at a later date then the investigation will be updated accordingly. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 09-sep-2024.